Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the caller that assistance was needed to troubleshoot an ongoing issue with managing the husband¿s mec leg bag setup. Urine was reported to back up into the male external catheter, and it was believed this was due to the anti reflux flutter valve not being completely dry when the male external catheter was connected. A 19 oz leg bag was used during the day, and a 32 oz leg bag was used at night. The issue occurred with both bags and across various mec brands. The caller was advised to ensure proper mec sizing and to empty the bag regularly to prevent pulling on the catheter. Information was provided regarding the spirit leg bag with night bag setup, and caution was given against using a leg bag overnight due to the potential for reflux. Product codes were provided. No specific troubleshooting was available for the moisture issue other than allowing sufficient drying time for the bag. It was advised that the concern technically met criteria for a product complaint; however, the caller declined to pursue that process. The caller reported current use of ultraflex and stated the issue had also occurred with other brands, indicating the concern was not perceived as a product or quality issue.

Event description:
It was reported by the caller that assistance was needed to troubleshoot an ongoing issue with managing the husband¿s mec and leg bag setup. Urine was reported to back up into the male external catheter, and it was believed this was due to the anti reflux flutter valve not being completely dry when the male external catheter was connected. A 19 oz leg bag was used during the day, and a 32 oz leg bag was used at night. The issue occurred with both bags and across various mec brands. The caller was advised to ensure proper mec sizing and to empty the bag regularly to prevent pulling on the catheter. Information was provided regarding the spirit leg bag with night bag setup, and caution was given against using a leg bag overnight due to the potential for reflux. Product codes were provided. No specific troubleshooting was available for the moisture issue other than allowing sufficient drying time for the bag. It was advised that the concern technically met criteria for a product complaint; however, the caller declined to pursue that process. The caller reported current use of ultra flex and stated the issue had also occurred with other brands, indicating the concern was not perceived as a product or quality issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.